Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2021. During procedure, it was reported that the contour ureteral stent became buckled and deformed. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Note: the customer provided a photo of the device outside the patient showing the stent with its positioner, one coil looks with stretch marks confirming the buckle and torn material.

Manufacturer narrative:
Block h6: conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Medical device code a0401 captures the reportable event of stent shaft broken medical device code a0414 captures the reportable event of stent torn, inside the patient. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: additional information updated b5..

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2021. During procedure, it was reported that the contour ureteral stent became buckled and deformed. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. Note: the customer provided a photo of the device outside the patient showing the stent with its positioner, one coil looks with stretch marks confirming the buckle and torn material. **additional information** it was reported that the anatomy location was the ureter.